Event description:
It was reported that the distal filter could not be captured. A sentinel cerebral protection system was in use during a procedure. During retrieval it was noted that the distal filter was not able to be completely captured. The entire system was withdrawn from the patient and there was no complications to the patient due to this event. It was further reported that the distal filter would not collapse. The device was removed with the distal filter partially opened and there was difficulty in device removal.

Manufacturer narrative:
Device eval by manufacturer: analysis of returned product revealed that outer sheath, #3 hub and inner member are kink, during functional inspection the distal filter not fully captured. The kink in outer sheath and #3 hub bent were likely due to the packaging. The inability to fully capture the distal filter is the buckled inner member. The damage to the inner member is indicative of compressive forces so it was likely damage due to rough handling during deployment of the distal filter.

Event description:
It was reported that the distal filter could not be captured. A sentinel cerebral protection system was in use during a procedure. During retrieval it was noted that the distal filter was not able to be completely captured. The entire system was withdrawn from the patient and there was no complications to the patient due to this event. It was further reported that the distal filter would not collapse. The device was removed with the distal filter partially opened and there was difficulty in device removal.

Event description:
It was reported that a sentinel cerebral protection system was in use during a procedure. During retrieval it was noted that the distal filter was not able to be completely captured. The entire system was withdrawn from the patient and there was no complications to the patient due to this event.